Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with an 8fr sheath after a carotid stenting procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss could not be confirmed. Inspection of the returned device indicated that anterior cuff successfully captured the needle during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.